Event description:
It was reported that an infant that had been in a giraffe omnibed has an infection called mucor. Reportedly, the infant was started on an IV of amphotericin. The infant is stable and remains in nicu as infant was born at 23 weeks. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Manufacturer narrative:
Ge healthcareâs investigation is complete. The hospital did not take any culture samples and thus there is no understanding if the device was one of the sources of the contamination. The hospital did report there was a crack in the humidifier reservoir, however, the humidifier reservoir was discarded by the hospital, and is not available for inspection. The technology used in the humidifier creates sterile humidity in a gaseous vapor state, leaving no airborne water droplets to act as vectors of infectious microorganisms, thus a crack in the humidifier would not contribute to the device contamination. Root cause is undetermined as there is not enough information from the hospital to investigate further.